Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the contact was having difficulty charging the pump despite the attempt of multiple usb cables, wall adapters and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. In addition, review of the pump data by tandem technical support showed that the pump battery dropped from 50% to 5% within minutes. The was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.